Event description:
Pt scheduled for ptca left external iliac artery. Inability to deliver the stent and dissection in the left common and external iliac arteries. Pt to surgery for emergent aorto biexternal iliac bypass and retrieval of stent and balloon from distal abdominal aorta at the origins of the common iliac arteries.